Event description:
It was reported that the device had failed battery conditioning and freezing for second time. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c07 annex d: d02 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the field technicians stated issue of ¿¿failed battery conditioning, freezing¿ was confirmed. On 9/19/2024, pcu was received unboxed and with paperwork. Defective power supply board (tc10013069) needs replacing. Device to be returned to san diego repair center for repair and normal processing. Failure investigation report uploaded to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed battery conditioning and freezing for second time. There was no patient involvement.

Event description:
It was reported that the device had failed battery conditioning and freezing for second time. There was no patient involvement.

Manufacturer narrative:
Annex c: c07. Annex c: c0201. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the field technicians stated issue of ¿¿failed battery conditioning, freezing¿ was confirmed. On 9/19/2024, pcu was received unboxed and with paperwork. Defective power supply board (tc10013069) needs replacing. Device to be returned to san diego repair center for repair and normal processing. Failure investigation report uploaded to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.